Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by an arthrex employee via email that ar-8991 dx fibertak suture anchor, #2 mts w/ ndl serial no (B)(6) 's anchor pulled put when passing the repair suture. This was detected during atfl procedure on (B)(6) 2026. No fragments retained in the patient¿s body and procedure was completed successfully with another implant.